Event description:
Elevated advia centaur xp vancomycin trough results were obtained for patient samples. The results were questioned since the patient was not given vancomycin in a couple of days. Repeat testing was performed and the results were similar. The patient samples were tested on two alternate methods and the results were half in value. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant vancomycin result.

Manufacturer narrative:
The cause for the discordant vancomycin results with the alternate methods is unknown. Possible interference. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays.15 patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The IFU states int the expected results section: "as with all therapeutic agents, vancomycin concentrations must be evaluated in conjunction with the complete clinical profile to provide effective therapy."